Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the trs-robo-8, anchor tissue retrieval system, device was being used on (B)(6) 2025 during a lap chole procedure when it was reported ¿bottom of retrieval bag tore at the seam during use - not the first time happening.¿. Further assessment found that no fragments fell into the surgical site. No further information is available on any other occurrences. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of bag tearing at the seam is confirmed. The device is not being returned; however photographic evidence has been provided. The root cause cannot be determined, however, based upon the photo, the risk document and the IFU, the likely cause of this event was due to resistance being met during deployment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 64 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the trs-robo-8, anchor tissue retrieval system, device was being used on (B)(6) 2025 during a lap chole procedure when it was reported ¿bottom of retrieval bag tore at the seam during use - not the first time happening.¿. Further assessment found that no fragments fell into the surgical site. No further information is available on any other occurrences. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.